Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; (B)(4). Information was received from a consumer regarding a patient receiving dilaudid with an unknown dose and concentration via an implantable pump for spinal pain. It was reported on an unknown date patient's pump had gone dry, and pump had been alarming for day but patient did not know it. Patient stated he went to the healthcare professional (hcp) and hcp confirmed pump was alarming. It was noted patient was not feeling well and was gradually getting worse. Patient stated he does not recall the month or year the issue occurred. It was stated the patient's pump was filled and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.